Manufacturer narrative:
Heart disease congenital, maternal drugs affecting foetus assessed a serious and unassessable.

Event description:
This spontaneous case was received on (B)(4) 2014 from a consumer and concerns a fetus. The pt's med history and concomitant medications were not reported. On an unk date in (B)(6) 2014, a female consumer (age group: adult) was applicated with sculptra. After application, she learned that she was four weeks into pregnancy. She had been prescribed antibiotics and anti-inflammation agents after application of sculptra. On an unk date the gynecologist suspected fetal heart malformation. The pt was (B)(6) at the time of report. The pt's doctor explained sculptra disintegrated in the body and considered there was no risk at pregnancy caused by sculptra. The pt did not consent on local privacy law so no further info is available. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4) inova). Follow up request not sent as pt did not provide consent.